Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The patient service representative (psr) assisting a (B)(6) old male patient contacted lifecor customer support to report that the patient was receiving adjust belt alarms. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, malformed clip, orange indicator. The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. One pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. Finally, the device locked out as intended but the orange indicator double indexed during the 15th firing sequence, thus it over traveled. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the patient.